Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. The reported problem (ecgs non-functional) has been confirmed. As received, the electrode belt failed incoming testing. The cause for the failure was isolated to an open pulse wire between the front te and ECG "a". Additionally ECG "c" and "d" cable was pulled from the strain relief. The root cause for the open wire and damaged ECG cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the ECG's were non-functional.